Event description:
Pt with hx of ect reports: organic brain syndrome, ataxia, hyperreflexia partial paralysis right side, loss of balance, long term memory loss, insomila, loss of education and study skills, loss of foreign language skills, neuromuscular deficits.